Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) infusor lv 2 device stopped delivering during the patient use at the patient home. During 2 days, the drug was barely infused. The device was filled with 5ml heparin, 40ml 5-fluorouracil and 117ml of saline. There was patient involvement but no patient injury and medical intervention. The actual sample is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 130 ml of solution in the bladder. The reported condition of non-delivery was not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.